Event description:
The customer contact reported the device was warm to the touch. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device was warm to the touch. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device was warm to the touch. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.